Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Due to the implant position the coil touched the processor. In order to fix this issue, the clinic performed a reposition of the implant two weeks ago. During/after the surgery the electrode migrated and channels 11 and 12 are now outside of the cochlea as confirmed by x-ray). An implant check is scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an inadequate position of the implant since implantation surgery. During revision surgery the electrode array was likely damaged. Further, two channels migrated out of cochlea after the re-positioning. Reportedly the recipient no longer has hearing benefit with the device. The concerned device was explanted but has not been received for investigation yet.

Event description:
The coil and the processor had an overlap which at first did not bother the user but over time it did. In order to fix this issue, the clinic performed a reposition of the implant on (B)(6) 2025. The user's hearing performance with the device is affected after the reposition surgery. The user has been reimplanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to an inadequate position of the implant since implantation surgery. During revision surgery the electrode array was likely damaged. Further, two channels migrated out of cochlea after the re-positioning. Reportedly the recipient no longer had hearing benefit with the device. Device investigation confirmed a damage to the active electrode due to a cut into the silicone body and wires, which was likely caused during the revision surgery. Other mechanical damages found are related to the explantation surgery. This is a final report.

Event description:
The coil and the processor had an overlap which at first did not bother the user but over time it did. In order to fix this issue, the clinic performed a reposition of the implant on (B)(6) 2025. The user's hearing performance with the device is affected after the reposition surgery. The user has been reimplanted.

Event description:
The coil and the processor had an overlap which at first did not bother the user but over time it did. In order to fix this issue, the clinic performed a reposition of the implant on (B)(6) 2025. During/after the surgery the electrode migrated. The user's hearing performance with the device is affected after the reposition surgery. The patients would like another surgery to get a new implant so she can hear again with both ears.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an inadequate position of the implant since implantation surgery. During revision surgery the electrode array was likely damaged. Further, two channels migrated out of cochlea after the re-positioning. Reportedly the recipient no longer has hearing benefit with the device. Re-implantation is planned, but no date has been scheduled yet.